Event description:
(B)(4). My device was provided by (B)(6). I was implanted (B)(6) 2015, from the beginning nothing was right. I had chronic pain and bleeding for the first 3 days, and after the pain subsided I continued go bleed for about a week. Two weeks after implanted my belly swelled and I was cramping, went to obgyn and they did ultrasound and told me I was fine. I left without an answer I continued to have a swollen belly for a few days and was having some minor pain in my pelvic area, it finally went away. Then in (B)(6) I started my period which was horrendous, extreme bleeding chronic cramping and I bleed for 23 days that month. Also in( B)(6) I started having extreme pain in my right side of my back and my right arm hurts so bad 24 hours a day. A mysterious chronic pain. I have never hurt my right arm. (B)(6) another horrendous period that lasted 13 days , chronic cramping, feeling dizzy, nausea, headaches as soon as my feet hit the floor in the morning about 4/5 days a week. I started seeing a chiropractor in (B)(6) because I thought maybe that's why I was hurting so bad. I still see my chiropractor weekly however the back and neck adjustments are a just a small relief and nothing helps this pain in my arm. (B)(6) 2016 my belly swelled up and horrible pelvic pain radiating into my thighs and back, (B)(6) I called the on call dr. And described my pain , she told me I could go to ER if I wanted but she recommended I take some pain reliever and wait until I could see my dr the next day. Unless I ran a fever then I was to go to ER. I did see my dr the next day (B)(6) . Ultrasound done and they said nothing they could see was wrong and essure was in place. I had a pelvic exam and my dr. Determined my uterus was inflamed and I had a yeast infection. I was put on antibiotics for my uterus and a separate pill for the yeast. It is six days later I'm still on antibiotics my belly is still swollen and in pain. I have constant twinge of pain where the essure coils are. I have noticed my vision is blur. I'm dizzy on and off all day everyday and have nausea like I'm pregnant. I just started noticing my hair seems to be falling out like it never has before. I am confident these coils have caused every side effect I'm having. I was a healthy person ! My belly now looks like I'm 5 months prego. I want essure out of me now !